Event description:
A customer contacted baxter's global technical service center (gts) regarding a compact exchange device (cxd) ii that no longer worked. The caregiver (cg) stated the cxd no longer spikes the bags. The cg would like the cxd replaced as soon as possible. The baxter technical service representative (tsr) initiated a swap. The cxdii was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The cxd ii issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The reported difficulty of the cxdii device not spiking the bags was confirmed via duplication. The product analysis lab (pal) attempted to perform the spike/unspike operation using a spike/unspike test set. However, the pal was unable to spike the bags. Continued evaluation of the device revealed the cxdii device was sticking with accumulated fluid residue and therefore would not spike the bag. The assignable cause of the reported difficulty was determined to be use error: accumulated fluid residue. The cxdii instructions indicate that "solution seepage should be avoided as it can affect the proper operation of the unit. Weekly cleaning should be performed to remove residual solution." The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.